Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the data for 3 days on the station could not be uploaded. A technical support specialist logged into the device and reviewed the medical application database synchronization logs and identified an error indicating that the station¿s upload tracking value was below the minimum valid database version and required manual recovery so, the tss performed a manual recovery on the station following standard procedures. After completing the recovery, the tss confirmed that the station data had successfully uploaded to the server. The fst acknowledged the update, and the tss closed the case after confirming the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, system data for 3 days could not be uploaded on the station. Field service technician (fst) attempted multiple troubleshooting steps, including restarting both the station and the server; however, the issue persisted. The fst advised that database correction was required. However, there were no delay or adverse events or injuries reported based on this event.